Manufacturer narrative:
(B)(4). Results of investigation: carefusion was not able to duplicate the customer's reported issue. Visual inspection revealed the ac lemo connector and connector pin # 1,2,3,4 and 5 were not burnt or melted. Additional visual inspection revealed the ac adapter lemo connector was physically damaged and missing the connector housing. Carefusion scrapped the adapter and sent a replacement to the customer to address the reported issue. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that the charger had a burnt power connector. It is unknown at this time whether there was any patient involvement associated with this complaint.